Event description:
It is reported that an fms balloon burst inside the patient and had to be replaced with a signal fms. There was no report of injury to the patient, medical treatment was not required and the amount of fluid instilled in the balloon is unknown.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information received via email is stated as follows: the product replaced with fms signal as the control is not available anymore, and that no medical treatment was required. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.